Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer's blood glucose reading was noted to be 94 mg/dl. Customer also mentioned being hospitalized due to a heart attack and pneumonia. Customer stated he got glucose tablets as he was shaking. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.